Manufacturer narrative:
The model# was not provided.

Event description:
An advocate from (B)(4) tested her son's blood glucose using 2 contour link meters and received readings of 6.0 and 11.2mmol/lthe difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.there was no evidence of an adverse event.the advocate opted to dispose of all items. Replacement product was not sent.